Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 220 mg/dl.